Event description:
While using a byte night aligner, patient experienced chipping of their top teeth. Patient was just examined by their dentist and had no issues. Now they feel that their teeth alignment is off.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.